Manufacturer narrative:
This report is being retracted based on additional customer information, there was no allegation of device malfunction nor misinterpretation of labeling or instructions.

Event description:
Based on customer follow up, the device malfunction allegation was retracted and the customer clarified the event was attribute to user error. There was no allegation of device malfunction nor misinterpretation of labeling or instructions.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device did not have high enough flow. There were no reports of patient harm.